Manufacturer narrative:
Date of report: 05dec20218. Date receieved by manufacturer: 02dec2018. It was reported that the customer ordered a new battery to address the issue. No parts were received for failure analysis, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/15/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator battery was not holding a charge. No patient involvement. The event date was not specified; estimate used.